Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicated this was due to misuse. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that a bent foot plate on the craniotome device was observed. It was unknown to the reporter if the malfunction occurred during a surgical procedure or if there were any delays. It was unknown to the reporter if there were any injuries or if medical intervention was required. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.